Manufacturer narrative:
The concomitant product on (B)(6) 2019 should have been added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10330. It was reported that a patient presented prior to a generator change procedure. Upon interrogation, the right atrial and right ventricular leads exhibited noise reversion episodes. Isometric testing reproduced the noise with left arm movements. The physician elected to continue to use the leads post-procedure. The patient was in stable condition.